Manufacturer narrative:
Date of initial report: 04/01/2009. The site informed us the coated blade incident sample was discharged and is not available for investigation. The site reported the expiration date of the coated blade but not the lot #. The expiration date corresponds to 3 different lot #s 111988, 112958 and 113157.

Event description:
The report stated that post-operatively, the staff noted a white, charred lesion on right side of tongue. Then 10 minutes after patient was discharged, an injury was noted on the left side of the tongue. The injury grew from the "size of a dime" to the whole left side of the tongue. The site described the burn on side of tongue as the outer aspect being white and the inner aspect was blackened. The injury was limited to the tongue. The pt was treated with 10 mg of pediapred for first 2 days; then 5 mg daily thereafter.